Manufacturer narrative:
As reported, a patient experienced bilateral groin hematomas after using a 6/12f mynx control venous vascular closure device (vcd). Treatment for the hematoma included lidocaine and compresses. The mynx vcd was used in an interventional procedure, specifically, an svt ablation. The deployer was fully trained and signed off on the mynx device. Hemostasis was achieved using the mynx device. The patient¿s activity at the time the bleeding started is unknown. The patient was seen in the physicians office approximately 6 days later, with bilateral groin hematomas which were assessed via ultrasound. The patient did not have any hemodynamic instability. The device is not being returned for evaluation. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and due to the nature of the event since patient involved events cannot be duplicated in the analysis lab, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. Without the return of the devices for analysis and without procedural films the reported customer complaint "hematoma" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a patient experienced bilateral groin hematomas after using a 6/12f mynx control venous vascular closure device (vcd). Treatment for the hematoma included lidocaine and compresses. The mynx vcd was used in an interventional procedure, specifically, an svt ablation. The deployer was fully trained and signed off on the mynx device. Hemostasis was achieved using the mynx device. The patient¿s activity at the time the bleeding started is unknown. The patient was seen in the physicians office approximately 6 days later, with bilateral groin hematomas which were assessed via ultrasound. The patient did not have any hemodynamic instability. The device is not being returned for evaluation.